Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved pulled out of the delivery tube during the setting phase. On the second click back, the device did not lock in place and pulled apart. The implant deployed successfully with no effect on the patient. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The case was completed normally. Additional information was received on 20 sep 2022: it was reported that resistance was felt, so angio-seal was aborted. The procedure performed prior to using the closure device was a left heart catheterization (lhc). A 6 french procedure sheath was used. There were no difficulties reported with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The involved device was used for hemostasis. No equipment or other devices used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) used and five (5) unused 6fr angio-seal devices were for product evaluation. The used device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The used device was visually inspected and was found to have had visible signs of blood. The carrier tube and hemostasis sheath were returned separated with the carrier tube in the fully rear-locked position. The carrier tube was found to have been cut between the latches and had been removed from the hemostasis sheath. The tubing, tamper tube, and part of the suture were returned. The anchor and collagen were not returned with the device and were confirmed to have not been present within the hemostasis sheath. No other issue or damage to the device was identified. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been difficulty with fully rear locking the device which resulted in a complication during closure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).